Manufacturer narrative:
H3: one device was returned for repair in used condition. This device has not been serviced within the review period. Review of event history log showed high alarm displayed: cassette not attached properly. The customer's reported problem was duplicated on testing; performed a downstream occlusion (dso) sensor test and it stuck at 2500mv. Cause of the primary problem was dso sensor contamination. The dso sensor was replaced. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a cassette not attached error. This issue is not related to physical damage/abuse. The event occurred during testing, and there was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.